Manufacturer narrative:
Foreign incident. Non-USA UDI associated with this incident due to translated labelling provided ous. Device is equivalent to that sold in USA.

Event description:
Large central descemet's detachment occurred during an itrack advance procedure which was repaired using an air bubble.